Manufacturer narrative:
The reported events of sensing anomaly and unacceptable threshold were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted for the distal portion consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
During an in clinic follow up, undersensing and an increased threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed; however, no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.